Event description:
The customer reported that they received a "high pressure in centrifuge" alarm and they were unable to complete the donation. There was no transfer of ssp. The patient's information is not available. The disposable kit is not available for return at this time. This report is being filed due to the customer's filing of an sae report.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the draw and return alarms during rbc collection indicate more fluid being diverted to the reservoir than expected during this state. This can indicate an issue with the valves occluding the lines completely, possibly the rbc valve. Other potential causes of this issue include an occlusion elsewhere in the disposable. When the system transitioned to begin metered storage, while the reservoir was being setup and the centrifuge stopped. The non recoverable centrifuge pressure alarm could be due to this excess fluid being pumped into the channel causing a gradual over pressurization of the channel. This was not caused by a misassembly of the clamp on the inlet line to the centrifuge as there was no immediate spike in the pressure. The centrifuge pressure alarm is in place to signal an issue and avoid a leak in the centrifuge. The system operated as intended by detecting a high pressure in the centrifuge. More recent procedures did not show signs of this problem indicating an issue with the equipment is not likely. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer is not willing to provide the patient's information.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the rdf analysis, there was likely an issue with the tubing not being fully occluded by the rbc valve during the collection. This may occur if the product bag tubing coming out of the cassette is not fully inserted into the valve raceway when loading the disposable. It is also possible that the channel clamps were inadvertently clamped too soon in preparation for the metered storage solution portion of the procedure.